Event description:
It was reported that about 90 months after the implant, oversensing was noted on this lead. During explant an insulation damage was detected at the clavicular level. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found cut into several fragments. A medial fragment of approx. 22.5 cm length and a distal fragment of approx. 29 cm length were received for analysis. The performance of the lead fragments was scrutinized. The visual inspection of the medial fragment demonstrated approx. 21 cm distal to the proximal end a severely damaged insulation. In that section, the lead body was found squeezed and deformed. The conductor cables were found exposed at this position. These findings can be considered as the root cause for the observed noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment as mentioned in the complaint description. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.